Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge field service engineer (fse) evaluated the iabp unit and determined that the unit auto-filled and pumped, then proceeded to run the fiber optic test. The fiber optic test failed due to the optic assembly surround being broken. To address the issue, the fse replaced the fiber optic assembly and the unit passed the fiber optic test. The fse ran all the manifolds tests and confirmed that the iabp auto-filled and pumped. The unit was returned to the customer and cleared for clinical use. (B)(6).

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) did not display fiber optic waveform while in use on a patient. There was no harm or injury to the patient and no adverse event reported.